Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-2386-09 quad pro harvester was misused by the surgeon. Surgeon prematurely severed tendon. Was doing bone block technique. Likely pointing to anterior. Patient bone block and truncated tendon was stitched back into patient knee and surgeon converted to hamstring tendon harvest. Case involvement, no patient effect. Additional information requested on (B)(6) 2022, response (B)(6) 2022. Patient was not kept under additional anesthesia to complete the case.

Manufacturer narrative:
Additional information: d9, g3, h6. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion.